Manufacturer narrative:
The device has not been returned for eval. Should new info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and ketones due to a kinked cannula. The customer was treated with intravenous insulin and fluids and released from the hosp on (B)(6) 2014. The customer reported that their blood glucose levels have stabilized.